Event description:
A malfunction was reported, identified by a code labeled malf 0, but no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Customer technical support provided information on resetting the pump and assisted the caller with the reset process. Malfunction code did not reoccur. Customer may continue to use the pump.